Event description:
During placement of thoracic epidural catheter, anesthesiologist was unable to advance catheter. When removed, approx. 2 cm of catheter broke off. Catheter fragment remains in patient at this time. No changes in neurological function.